Manufacturer narrative:
On february 8, 2022, the distributor reported the additional information: upon receiving the pump, the distributor confirmed the malfunction alarm. The pump was operational.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 194 mg/dl.